Manufacturer narrative:
Per the surgeon, a veress needle was used for initial insufflation. A physician's assistant (pa) was assisting her with the procedure and placed the two da vinci ports with an optical obturator in the right upper quadrant (ruq). Each of those trocars caused a bowel injury upon insertion. One injury was repaired robotically with a stapler. The procedure was converted to open surgery to repair the second injury with v-lock sutures. The procedure lasted 10 hours. The patient began to decline post-operatively and was transferred to the ICU. A reoperation was performed, and a bowel leak was discovered at the injury that was repaired with the v-lock suture. The patient left the or with an open abdomen but later expired.

Manufacturer narrative:
Based on the current information provided, the root cause of the port site trauma could not be determined. The surgeon indicated there was limited visibility due to extensive adhesions, and the injury occurred prior to the davinci being docked to the patient ports. The only da vinci product used during the reported bowel injury was the trocar (obturator and cannula) for port placement. There was no report of any da vinci product issues during the robotic-assisted colostomy reversal procedure. A system log review found there were zero errors recorded on the reported procedure date of (B)(6) 2023. Review of the 5 subsequent procedures performed on this da vinci system after that date found no errors that would have caused or contributed to the reported event. A device history record review for the device(s) used during the procedure showed no non-conformances were identified. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that based on the available information, a bowel injury occurred during port placement of an intuitive surgical 8 mm port. The port was placed percutaneously using an intuitive surgical optical obturator and a 3rd party camera. The injury was not discovered until post operative day two when the patient became septic and was re-explored. The details of how the injury occurred is unknown. Extensive adhesions was suggested as a contributing factor by the customer. The patient eventually died as a result of this complication. Based on the information provided in the summary of events, the injury during port placement using the intuitive surgical port and optical obturator could have contributed to this catastrophic event. The instructions for use (IFU) for the da vinci xi systems contains the following statements: caution: to minimize the risks associated with port placement ensure the following to prevent tissue injury: appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted colostomy reversal, the patient required reoperation and expired 4 days after the initial procedure. The intuitive surgical clinical sales representative (csr) was informed by the surgeon that although not discovered until the patient was brought back to the operation room for an emergent exploratory laparotomy, the bowel had been perforated during the insertion of one of two 8 mm da vinci trocars placed in the right upper quadrant (ruq) of the abdomen. These two trocars were placed under visualization using a da vinci optical obturator and a third-party 5mm laparoscope. However, due to extensive adhesions from previous surgeries, visibility was low. After placing the two da vinci ports, two laparoscopic ports were placed on the patient¿s left side and were used to perform laparoscopic adhesiolysis from the left abdomen towards the ruq to the location of the two da vinci ports. The surgeon stated that the event was not a robotic issue. Placement of all 4 trocars, and the lysis of adhesions, which took approximately 1.5 to 2 hours, were performed before the robot was ever docked. The colostomy reversal procedure was then successfully performed robotically. The site quality control rn informed the intuitive csr that on post-operative day 2 (pod 2) the patient¿s condition deteriorated due to hypotension and septic shock. The patient was successfully resuscitated and was brought back to the or emergently where bleeding from a bowel injury at one of the da vinci trocar sites in the ruq was discovered. The patient subsequently expired 2 days later ¿ on pod 4. No additional information was provided.